Manufacturer narrative:
Clinical investigation: a temporal relationship exists between hd therapy utilizing the 2008t hd machine and the patient¿s cardiac arrest, leading to death. The source of the patient¿s cardiac arrest can be attributed to the patient¿s significant history of cardiac disease as reported by a medical professional. It is well known the esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population, particularly in the environment of cardiovascular disease. Additionally, hd patients are at the highest risk for cardiac arrest with frequent occurrences in the dialysis clinic. Therefore, the 2008t hd system can be excluded as root cause of this patient¿s adverse event. Based on the required information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s adverse event. Plant investigation: the device was not returned to the manufacturer for physical evaluation and no on-site evaluation was performed by a fresenius field service technician (fst). Additionally, the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The user facility clinic manager reported to fresenius this in-center hemodialysis (hd) patient experienced a cardiac arrest during treatment utilizing the 2008t hd system and subsequently expired. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the clinic manager, it was reported this hd patient experienced a cardiac arrest during an in-center hd treatment on (B)(6) 2022. The patient was approximately 3.5 hours into their hd treatment when they stated they did not feel well and lost consciousness shortly after. Cardiopulmonary resuscitation (CPR) efforts were performed, and the patient was transported to the hospital where the patient subsequently expired. The patient did not experience symptoms or indications of an adverse event prior to the cardiac arrest. The patient¿s cardiac arrest was attributed to a significant history of cardiac disease, including cardiac arrhythmia requiring an implanted pacemaker, peripheral vascular disease and a cardiac ejection fraction less than 40%. It was affirmed the patient was connected to the 2008t hd system at the time of the cardiac arrest; however, it was confirmed there was no indication the patient¿s cardiac arrest and subsequent death while hospitalized were related to hd therapy or due to a deficiency or malfunction of any fresenius product(s) or device(s).